Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 17feb2017 to assess the instrument test well images in question, which appeared visually negative, which matched the overall unexpectedly negative antibody identification result outcome for the testing performed on (B)(6) 2017.

Event description:
On 17feb 2017, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument, serial number (B)(4), when tested on (B)(6) 2017.